Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) is not completely separated from the "sheath", after the plug deployment button is pressed, resulting in the plug being taken out of the body. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is trained to the device. There were no visible signs of device/package damage prior to use. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. A non-cordis sheath was used. The device was used in an interventional procedure with a retrograde approach. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, b5, d10, g3, g6, h1, h2, h3 and h6 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) is not completely separated from the "sheath", after the plug deployment button is pressed, resulting in the plug being taken out of the body. A non-cordis sheath was used. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) is not completely separated from the "sheath", after the plug deployment button is pressed, resulting in the plug being taken out of the body. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is trained to the device. There were no visible signs of device/package damage prior to use. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. A non-cordis sheath was used. The device was used in an interventional procedure with a retrograde approach. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (5f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, due to the partial depression of the lever, and the indicator wire was retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white and red position. No additional anomalies were observed during the visual inspection. A deployment simulation evaluation was performed. Since the unit was received in a partially deployed state, the simulation was completed by fully depressing the deployment lever. This action resulted in the expected retraction of the indicator wire and complete deployment of the plug. No anomalies were observed during the test. A high magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during the analysis. A dimensional analysis of the delivery shaft inner diameter was conducted. The measurement result was within specification. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was observed through analysis of the returned device, however, this was due to partial depression of the lever. Functional analysis, which included fully depressing the lever, resulted in successful plug deployment. Dimensional analysis was within specification. The internal mechanism showed no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are possible since the device was received with the deployment lever partially depressed and the lever needs to be fully depressed for proper deployment and wire retraction. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.